Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had physical damage. Customer stated that there were scratches on the screen on the insulin pump and it was hard to read. Customer's blood glucose was 146 mg/dl. Customer mentioned that he received safety notification in the mail. The customer was advised this was regarding scroll wrap feature. No further information provided.